Event description:
The user facility reported that the side-tube detached from the main housing during a fistulagram with angioplasty procedure. The initial reporter confirmed that there was no affect on the procedure and no impact to the patient.

Manufacturer narrative:
The involved device was returned and evaluated. Visual examination confirmed that the side-tube had separated from the introducer sheath housing. Although, there was evidence of proper bonding to the housing. Inspection and testing of retention samples confirmed that there were no defects or anomalies and product performances specifications for joint strength were met. A review of the device history record confirmed that there were no production related problems for this lot number. A review of the complaint files confirmed that this lot has not been reported previously. While the cause of the reported event cannot be defintively determined based on the available info, the event description and returned sample appearance are consistent with over-pressurization of the tubing during the injection of contrast media. The device labeling does address the potential for such an event under certain circumstances in the warnings / precautions section of the instructions-for-use which state, "do not use a power injector through the side tube and 3-way stopcock." All available information has been placed on file in quality assurance for appropriate tracking, trending, and follow up.